Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to oversensing. Additional information was obtained that noise recorded on the rate/sense channel was oversensed and resulted in inappropriate shocks. Microdislodgement of the chronic pace/sense lead was suspected. This lead was surgically capped and abandoned and a new ventricular implantable lead was successfully implanted.